Event description:
Needle on sheath broke loose during use in the pt's lung while attempting to perform a needle aspiration. Subsequent needles came apart while attempting to prepare them for use in procedure. All needles were from a same lot.